Event description:
(B)(6) female patient contacted zoll customer support that her battery charger/modem would not charge her battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. In addition the battery board was contaminated. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/ modem. The patient received a replacement charger/modem.